Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2013; 6947m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a possible fracture. The right atrial lead had high thresholds. The left ventricular lead had rising and high thresholds. All leads were explanted and replaced. No patient complications have been reported as a result of this event.